Event description:
It was reported that the bronchovideoscope had video failure (no image). The issue occurred during preparation for use before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated: h4 olympus will continue to monitor field performance for this device.